Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not charged her ipg for approximately the last 6 months. When the pt tired to charge her ipg recently, she was no longer able to communicate with it. The pt was sent a new replacement charger. The new charger and the pt's programmer were also unable to communicate with her ipg. A sjm representative to meet with the pt at a later date to address the issue.